Event description:
It was reported that the patient presented with driveline infection on (B)(6) 2022. Patient dressing changed to daily, and was continued on oral doxycycline and had operative cultures the next day. Planned consultation with infectious disease regarding elevating the patient on the transplant list. On (B)(6) 2022 it was reported that the patient will not be transplanted due to age. It was also reported that the patient was stable and at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient remained on chronic antibiotic suppression for ongoing bacteremia and chronic driveline infection.

Manufacturer narrative:
The patient's previous admissions for ongoing bacteremia and driveline infection are captured under MFR #s 2916596-2022-10659, 2916596-2022-02070. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.